Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft with expedient delivery system and its components were implanted into a pt for the endo-vascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology is unknown and the pt's iliac vessels were reported to be small, non-tortuous and calcified. Both iliac arteries were dilated with an angioplasty balloon. It was reported that the right iliac artery was dissected while advancing the aneurx stent graft delivery system without the use of a sheath. Balloon angioplasty was used to treat the dissection and the delivery system was advanced, without the use of a sheath through the left iliac artery and the stent graft was successfully deployed. The pt is reported to be fine and no additional clinical sequelae were reported.